Event description:
Report received from the USA stating that the hose of the motor device had "damage close to the metal part of the hand piece; it is unk if the hose was split or blown". The motor device was used in lumbar decompression surgery. There was a 1-2 minute delay in the procedure. The device was switched out for an identical motor device. It was unk to the reporter if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The motor device was evaluated and the reported condition was duplicated. Evidence suggests that this due to usage wear over time. The reported condition was confirmed. If additional info becomes available, a supplemental report will be sent. (B)(4).